Manufacturer narrative:
No product will be returned per customer. The customer complaint of spin collar breakage could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the spin collar of an IV tubing set cracked and broke while mating to the patient's IV access device. There was no leakage or patient harm.